Event description:
It was reported that "on (B)(6) 2013, we experienced an occurrence with a dynamic deca that became stuck in a pt's coronary sinus - it entered a vein and the physicians were unable to dislodge it during multiple attempts. The pt experienced chest pain each time it was manipulated. The surgeons were called and the pt went emergently to the operating room where a coronary artery bypass graft was performed to remove the catheter".

Manufacturer narrative:
The lot number was provided and the device history records have been reviewed. The device has not been returned for eval to date. The investigation is currently underway.